Manufacturer narrative:
(B)(4). The returned counterbore is fractured at the hook. The counterbore was dimensionally inspected and found to be conforming where measured aside from the previously mentioned fracture. The hardness of the counterbore was checked and is within specification. Review of the receiving inspection documents did not find any deviations or anomalies. The device was used for treatment. The counterbore has an approximate field age of 11 years base on the lot number. No other complaints of any type have been reported for this lot. As a product improvement, the design of the counterbore was modified to increase its strength in the tip. The counterbore in this complaint was manufactured prior to the release of the updated design. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during surgery a counterbore was used on the proximal humerus, and fractured.